Manufacturer narrative:
Follow-up received on 18-apr-2016: quality-safety evaluation of ptc (ptc global number: (B)(4)) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device had punctured her right fallopian tube. The reported is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure) and can result in pelvic pain and genital bleeding. In this particular case, the consumer had pain/cramping and bleeding after essure insertion and was submitted to a surgery to remove the device (one month after its placement). After this procedure, the physician told her that essure had punctured her right fallopian tube. Considering event's nature and its close temporal association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since an intervention was required as event's treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060378) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in 2014. She stated that essure was placed followed by 14 days of heavy bleeding and severe cramping, more intense on right side. Ultrasound was done and confirmed correct placement. Antibiotics were prescribed but pain persisted. One month after placement, she did a surgery to remove device. After tubal ligation, doctor told her that essure had punctured her right fallopian tube. The consumer received levothyroxine (levothyroxine sodium) as concomitant medication. An injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Follow-up received on 11-apr-2016 and case became potential legal: the consumer stated she cannot give any information. She contacted a lawyer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the device had punctured her right fallopian tube. The reported is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure) and can result in pelvic pain and genital bleeding. In this particular case, the consumer had pain/cramping and bleeding after essure insertion and was submitted to a surgery to remove the device (one month after its placement). After this procedure, the physician told her that essure had punctured her right fallopian tube. Considering event's nature and its close temporal association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident, since an intervention was required as event's treatment. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 14-sep-2016: patient's date of birth was updated. On or around (B)(6) 2014, plaintiff underwent the essure procedure. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding and extreme abdominal pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. In (B)(6) 2014, plaintiff underwent surgery to remove her essure coils. After surgery, plaintiffs treating physician advised her that her essure coils had perforated her fallopian tubes. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and the device had punctured her right fallopian tube. She underwent surgery in order to remove her essure coils. The reported is listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure) and can result in pelvic pain and genital bleeding. In this particular case, the consumer had pain/cramping and bleeding after essure insertion and was submitted to a surgery to remove the device (one month after its placement). After this procedure, the physician told her that essure had punctured her right fallopian tube. Considering event's nature and its close temporal association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information will be obtained through the litigation process.